Event description:
It was reported that there were impedances greater than 20000 ohms. A large change in impedances was seen when measuring at different voltages. At 0.7 volts, pairs 0 through 7 were greater than 10000 ohms. It was not possible to find the results with electrode 15 involving electrodes 8 through 15. When impedance was taken at 1.5 volts, electrode 15 pairs were in the normal range and pairs with electrode 13 and 14 were greater than 20000 ohms. At 0.7 volts, these 2 measurements were normal at around 1200 and 1400 ohms. Group a used electrodes 12 through 15 on program 4. No changes have occurred with stimulation as the patient had been using group a. This pattern of impedance changing occurred consistently across 2-3 impedance measurements. Group b was created that didn¿t use electrodes 12 through 15. Specific group impedances were as follows: a1=1659 ohms, a2=1145 ohms, a3=854 ohms, and a4=731 ohms. The patient was noted to have coverage on a4 at the time of this report. It was noted that the patient didn¿t play with or twiddle with the implantable neurostimulator (ins). Follow-up was performed to determine if the cause of the issue had been determined, if any intervention occurred or was planned, and how the patient was doing. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888q33, lot# va0d8d6, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q33, lot# va0d8d6, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interrogation records from 2014 (B)(6) indicated high impedance on electrode 15 greater than 10,000 ohms. No actions were taken as an intervention. The outcome was ongoing with no further actions required. The etiology was noted as not applicable to the device or therapy and not related to the implant procedure. No signs or symptoms were reported.

Event description:
Additional information received stated that no cause was determined, and no actions were planned or taken to resolve the issue. The patient was "doing fine" and was without symptoms.